Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the mcs tip cover accessory is returned and evaluated and/or if additional information is received. Isi received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "scissor tip cover fell off." No physical damage was found to the tube extension of the mcs instrument. A new mcs tip cover accessory was installed on the mcs instrument without any issue using an mcs tip cover accessory tool. The mcs tip cover accessory was not loose and did not move while attached on the tube extension of the mcs instrument. The mcs instrument was driven and no interference or issues occurred. The mcs instrument moved intuitively with full range of motion in all the directions. The blades opened and closed properly. The mcs tip cover accessory tool was used properly to remove the mcs tip cover accessory from the instrument. The tube extension dimensions of the mcs instrument were within specification as well. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure and there was no harm to the patient. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the mcs tip cover accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. Per the reporter, the mcs tip cover accessory was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.